Event description:
The device was used during a hysterectomy. Reportedly, the needle broke and disengaged. The surgeon was able to retrieve the needle and complete the procedure. The hosp has reported no pt injury occurred.